Manufacturer narrative:
No blood was observed on the device. No bends, kinks or damages were observed with the soft cannula. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose into the high 200s mg/dl despite multiple boluses while wearing the pod between 36 and 48 hours. The pod leaking insulin during wear, bleeding from the infusion site, and the adhesive failing to adhere was also reported. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied, and a bolus was administered.